Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failure required recovery process. The technical support specialist completed the recovery process for each pocket to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system drawer not detected on communication bus, causing user to prevent from retrieving medication. The customer stated that they had to utilize the medications from alternative source which caused some delays in patient care and work arounds. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Supplemental MDR was submitted to recall MDR no. 2016493-2024-00824 as already there was an MDR 2016493-2024-00826 submitted to FDA for the reported event in the case (B)(4).